Event description:
During preventative maintenance of the device, the tech reported the roller pump had an internal noise. In addition, the tech observed the roller pump vibrating and not rotating as expected. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.